Event description:
Philips received a complaint on the defibrillator indicating that the device was constantly entering into the service menu. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Analysis was performed by fse (field service engineer) which included determining that the system was giving system errors due to the failure of the processor card. No user-related fault was encountered. The fse (field service engineer) replaced the 453564489071 dfm100 assy processor to solve the issue. The reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined.